Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer experienced high blood glucose, stomach ache, throwing up, thirsty and urinating. The customer treated with 17 units of lantus and 5.5 units of novolog. Troubleshooting was performed, and the drive support cap was loose. The time, date, basal rates and bolus wizard settings were correct. The mother believed that the insulin pump was not delivering insulin when her son changed the infusion set. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.